Event description:
During preventative maintenance, it was observed that half of the roller pump display of a heart lung console was burned out. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not concluded.